Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss during surgery. The tubing issue with an intralase patient interface (pi) occurred after the patient was applanated and after laser fired. It was noted that one (1) iflap procedure was replaced and the surgery was completed successfully. There was no patient injury reported and no surgical intervention was required. This report is two (2) of three (3).

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60084791. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This supplemental report is 2 of 3. Since product has been received on october 11, 2018, the following fields have been updated accordingly: device available for evaluation? Yes. Returned to manufacturer on: 10/11/2018. Device returned to manufacturer? Yes. Device evaluation: three (3) patient interface (pi) lot 60084791 were returned within its original packaging. A visual inspection of the returned devices post-usage found pi clips were broke, but all parts were assembled correctly. Suction and dimensional test were performed, and all results were within specifications. The reported suction loss issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.